Event description:
Info received in 3/2003, from the pt indicates that the device was removed on 12/2002 "because the device were put in too tight, so the device came out by themselves and pt got an infection over it".